Event description:
The patient was a part of a clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with complete device seal noted. The patient was discharged on rivaroxaban. 218 days post index procedure, the patient died. At the time of the event, the patient was on rivaroxaban. The cause of death remains unknown, no diagnostics and no action was taken to treat the event. Per additional information received, it was stated "I have attempted to contact the family for a cause. There is no charted documentation of cause only to state the patient passed away" and no further details were made available at the time of this report.